Event description:
The customer reported that the ventilator went vent inop with a 12 volt supply failed error. It is unknown if the unit was in use on patient and if there's any patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient information was requested and the customer could not provide any information in regards with the unit being use on patient or not. A follow up report will be submitted once the investigation is complete.